Event description:
It was reported that the patient has been scheduled to undergo explant surgery due to an infection. Per the patient her body rejects metal which is what lead to the infection. A device history records (DHR) review was performed and the generator was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received noting that the patient underwent surgery and had their device explanted. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.